Manufacturer narrative:
It was alleged that the 4.5mm standard rod broke. It was reported that the surgeon has no current plans to remove, repair, or replace the rod; the surgeon will likely wait until the patient is fully mature to remove the magec rods and perform a final fusion. To date, the patient is doing fine and no negative outcomes have been reported. To date, the device has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process, and the devices were released within specifications.

Event description:
A representative alleged that after reviewing x-rays, one of a patient's dual magec rods appeared to have separated at a solid section, at the distal end of the end cap portion of the actuator. The patient had been implanted with dual magec rods for almost two (2) years; initially implanted on (B)(6) 2014.